Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG unable to be recognized) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "d" cable was unable to be recognized due to an open lead 2- wire in the cable. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.